Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs having abnormal movements, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon perceived that the monopolar curved scissors (mcs) had abnormal downward movements and that it was ineffective in its cutting function. He removed the instrument and removed the tip cover for review. The cut of its tension pulleys was observed. The mcs was replaced by another instrument of the same type. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and reported failure was confirmed. The instrument was found to have an imprecise motion failure. This instrument¿s tip was not moving intuitively, i.e. It was not following the master tool manipulator (mtm) input commands smoothly. The instrument tip did not move intuitively when closing and cutting motion. The instrument exhibited imprecise motion. Visual inspection showed a broken grip cable at distal idler pulley. Additional observation related to the customer reported complaint: 1. The instrument was found to have a broken grip cable at the distal idle pulley. As a result of a broken grip cable, the instrument exhibited an imprecise motion. The distal idler pulley spun freely and did not exhibit any damage. Additional observation not related to the customer reported complaint: 1. The instrument was found to have blade damage. One of the blade edges was indented.